Manufacturer narrative:
It was later reported that the site was able to resolve the issue by moving the ac, pc, and midline points back to its original coordinates. No further issues were reported. Multiple surgeries have since been observed and documented without any issues reported.

Event description:
A medtronic representative reported that the site created their ac-pc and midline, went to select patient and merged a new reference exam. When they moved forward, they saw that the ac-pc and midline had moved 2mm superior. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The medtronic representative reported that in regards to whether the site verified an inaccurate merge, the site did a test with using the mr as the reference and the software behaved as expected. Ac/pc points remained in the correct location. Another medtronic representative reported upon follow up, that for the second lead placement, they did change the reference exam to the new localizer imaging scan. For their next patient, they will try using the mr as the reference and will change the registration exam as needed. During archive review, unable to replicate the issue. However, at a later date, the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.